Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The fastclix lancing device was returned for evaluation, and it was discovered the lancet protrudes beyond the end of the device. No adverse event was reported.